Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results: 2:45 pm 146 mg/dl 2:43 pm 97 mg/dl 2:37 pm 140 mg/dl 2:33 pm 297 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.